Event description:
It was reported that during a gastric sleeve procedure, the device jammed and did not open. The device cut, but did not staple. Another device was used to complete the case. Unknown patient's condition. Additional information has been requested.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.